Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra link meter read inaccurately low when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter started reading inaccurately when tested with control solution on an unknown date and time prior to contacting lfs. She obtained out of range results of "105 and 107mg/dl." The patient reported that she manages her diabetes with insulin pump therapy and for the "past 6 months" that she continued with her usual diabetes management routine including sliding scale "45 units a day" as a result of the alleged issue. On an unknown date and time after the alleged issue began, she stated that she developed symptoms of "sweating". The patient denied receiving any treatment for her symptoms. During troubleshooting, it was established that the patient's test strips and control solution had been stored correctly and within their expiry date, the test strip vial was neither cracked nor broken and the meter was set to the correct unit of measure. The patient had used the correct control solution. The cca walked the patient through a control solution retest and the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.